Manufacturer narrative:
D10: (B)(6), 200-03-35 - one peg patella 35mm, (B)(6), 200-03-35 - one peg patella 35mm, (B)(6), 200-04-33 - cemented finned tib. Tra sz 3f/3t, (B)(6), 234-02-03 - optetrak asy, ps cemented femoral, sz 3. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. In (B)(6) 2021, it was discovered that a bag used in the packaging of our polyethylene inserts had been produced outside of our quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with bags that conform to specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in a revision surgery. However, while it was packaged in a non-conforming vacuum bag, this tibial insert was on the shelf for less than 5 years before it was implanted. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear, loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user- and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs, were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, a patient underwent a bilateral total knee replacement surgery. Approximately 14 years and 2 months later, the patient underwent a left knee revision surgery. At this time, the patient does not appear to have undergone a revision of their right knee. Because this patient filed a legal long form, it appears that they are alleging prosthesis wear of an exactech polyethylene device. Additionally, it appears that this patient is alleging loosening and instability. Per the legal form, it also appears that the patient may be experiencing ¿knee popping.¿